Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full functional testing without duplicating the report. An internal inspection resulted in no findings. The csutomer declined the recommended repair of the main board as a precaution. The device was labeled not for clinical use and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG reading using electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.